Event description:
The customer reported via phone call that he was currently hospitalized due to low blood glucose levels. Blood glucose level at the time of admission was 49 mg/dl. The customer reported that the low was treated with ginger ale and orange juice. Blood glucose level at the time of the call was 500 mg/dl. The customer also reported that his insulin pump had a button error alarm. The customer was unable to troubleshoot as he did not have the insulin pump with him. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.